Manufacturer narrative:
The proximal segment of the lead was returned, and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Visual inspection found proximal portion conductor end, all filars fractured in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The atrial epicardial lead was returned, analyzed and tested out of specification. Further review of the manufacturer's database indicate the lead had been capped and replaced seven year earlier. Additional information related to reason for replacement was requested and is not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.